Event description:
The reporter stated that the surgeon attempted to insert a cq2015 3 piece collamer lens. The lens leading haptic tore off prior to insertion into the eye. No patient injury.

Manufacturer narrative:
Results - (other): visual inspection of the returned product showed that one lens haptic was torn off and missing. Clear surgical residue/debris on the product. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.